Manufacturer narrative:
No button error alarm noted. The insulin pump received with intermittent button response due to corroded keypad traces. The insulin pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported that the insulin pump alarmed button error after having issues with the buttons. The customer had issues with insulin pump's buttons during the bolus settings. The customer has a backup pan. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.